Event description:
It was reported that before a laparoscopic sigma resection procedure, when loading the device the clips did not stay in the jaws! They jumped (unformed) out of the device. They redid the loading and firing process multiple times (outside of the pt) and at least every second clip jumped directly unformed out of the instrument instead of being well positioned in the jaws. They gave the clips with the device to sales rep (formed and unformed clips). Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.